Event description:
Evd (external ventricular drain) drip chamber tubing noted by nurse to have disconnected spontaneously resulting in the leakage of csf (cerebrospinal fluid) and violation of the sterility of the evd.